Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complaint of "lo" blood glucose test results. Expected fasting blood glucose test result range is 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: lo; lo; lo; 124 mg/dl; lo. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and test strips evaluated with no defects found. Defect found on meter. Root cause: foreign material on strip connector (blood like substance).

Event description:
Consumer complaint of "lo" blood glucose test results. Expected fasting blood glucose test result range is 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:lo 2:lo 3:lo 4:124mg/dl 5:lo adverse event not reported.